Manufacturer narrative:
Only preliminary information has been received and is still under internal review. Investigation into this event is on-going. Additional catalog #: mc1332p; additional lot # 829714000; additional expiration date: 07/01/2014. Additional device manufacture date: 07/2009.

Event description:
Surgeon reported on (B)(6) 2011 that a pt underwent a revision of an roi-c vertebridge interbody fusion construct at c6-c7. Preliminary investigation to date indicates that the original surgery was completed (B)(6) 2010, and was uneventful without any complications. The surgeon followed the surgical technique, however, a large anchoring plate was used with a h6mm cage contrary to the documented surgical technique for roi-c. Post original surgery pt was active and doing well until (B)(6) 2010 when pt made an appointment with a chief complaint of significant cervicalgia. Medication intake increased and plain radiographs showed a superior anchoring plate fracture within the body of c6. Pt had posterior decompression with instrumentation and fusion surgery on (B)(6) 2011. The roi-c construct was not removed during the revision. Post-revision, pt is doing well, able to do light activity, has decreased medication and arm pain is resolved. Investigation into this event is on-going.